Event description:
The reporter called and alleged a discrepant results when compared to a lab. The device results reported were 5.1, >8, 4.2, 7.0 and <8 inr. The corresponding lab results reported were 3 something, 6.1, 3.1, 4.5, and 4.9. The device was replaced and requested to be returned for evaluation.